Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was advanced for treatment. However, after placement, stent thrombosis was noted. No further patient complications were reported.